Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call for low blood glucose. Patient¿s blood glucose was 44 mg/dl. . Patient's current bg: 44 mg/dl. Patient has treated with food. Husband got on the line stated they were going to discontinue the troubleshoot since she was low and wanted to take care of that 1st. Insulin pump is no t expected to return for analysis.